Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: unknown. Symptoms/ae: bleeding, hematoma. Time of symptoms: after the procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional, lower limb stenting procedure. The patient was kept in the hospital overnight due to the interventional procedure. The next day, the patient "leapt into his hospital bed", felt a pop in his right groin and experienced puncture site bleeding along with a football size and shape groin hematoma. Hemostasis was achieved after 30 minutes of manual compression, the use of a femstop closure device and later a pressure dressing. He was transfused with 2 units of packed red blood cells. The patient had been anticoagulated with plavix. Femoral angiogram was taken. There is no history of prior arteriotomy or device closure to the target groin. There were no adverse patient sequelae. Though requested, no additional information was available.